Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive surgery for transforaminal lumbar interbody fusion due to unknown reason. Intra-operatively, the distractor rack was broken. No fragment of the broken instrument remained in the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
Additional information: product analysis: visual and optical inspection revealed one of the gear drives of the pinion distractor was separated. Microscopic inspection of the gear drive revealed the laser weld of the pin was broken. The gear will no longer stay in the instrument and function correctly. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.